Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was hospitalized for the event and the cause of the peritonitis was unknown. Treatment information was not reported. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894014 and gd894287 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.